Manufacturer narrative:
Concomitant medical products: model: 5076-58, lead; implanted: (B)(6) 2016.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited intermittent oversensing, numerous short interval counts (sic) and high impedance. The physician chose to continue the use of the high-voltage portion of the lead, but the low-voltage portion of the rv lead was capped and a new pace/sense lead was implanted. A few months later, the rv lead exhibited high impedance on the shocking coil. A lead fracture is suspected. The high-voltage lead was capped and replaced, while the previously placed pace/sense lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.